Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample and returned sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported that staff are experiencing coring.